Event description:
Reportedly, pt commenced of cwh therapy. Nurse had mistakenly used plasma filter instead of aquamax filter. Trust freely admit that they had mixed up the plasma filters and the aquamax filter. Sorin is the MFR.

Manufacturer narrative:
Device not returned.